Event description:
Ous MDR - after an implantation time of about 53 months, it was reported that the ICD showed the battery status eos. No deterioration in the patient's health was reported. The ICD was explanted.

Manufacturer narrative:
Ous MDR.